Event description:
Meter was reading inaccurately erratic. The pt reported blood glucose results of 399 mg/dl, and 178 mg/dl with a lifescan meter. Performed within 10 minutes of each other. The customer rep walked pt throught two consecutive control solution tests and both results fell outside the specified range. The pt neither alleged harm nor experienced injury or medical intervention.